Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the previously placed stent contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy/deployed stent during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion during retraction would have then led to the stent dislodgement. Additional non-surgical treatment was used to deploy the dislodged stent in the target lesion. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for stent dislodgement for this lot. There is no lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported via a trial, that prior to the attempt to stent, the lesion was predilated with a 3.0 x 15 non-abbott balloon. The stent dislodged from the balloon in the lesion prior to deployment when it became caught on a previously deployed stent. The dislodged stent was deployed in the intended site using a dilatation balloon. No additional information was provided.